Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 119 cm 6fr r2p destination sheath, valve assembly, and dilator were received for product evaluation. The device was returned with the valve assembly mated to the sheath; the dilator was not mated to the sheath. The sheath was subjected to visual analysis and the tip was found to be deformed, one side of the tip had collapsed. No damage was noted on the dilator. A review of the device history record of the product code/lot# combination was conducted with no findings. IFU states: "while inserting or withdrawing, if resistance is met, do not advance or withdraw the sheath until the cause of resistance has been determined." The complaint can be confirmed for sheath tip mechanical damage. It is likely that inserting or withdrawing the device in the presence of resistance likely caused the failure. Per the product IFU: "while inserting or withdrawing, if resistance is met, do not advance or withdraw the sheath until the cause of resistance has been determined." The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
(B)(6). Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. This report is for the first device reported, for the second device reported that was used on the same patient see MDR 1118880-2021-00077.

Event description:
The user facility reported that the physician met resistance while inserting the destination slender into patient's radial artery during an r2p left lower extremity revascularization procedure. The sheath was pulled back and inspected and damage; fish-mouthing at the tip was noted. A second sheath was opened, and the physician was unable to advance the r2p destination slender sheath due to the patient's small caliber radial artery and spasm. When the sheath was withdrawn, it was noted that the sheath had stretched considerably so that it was longer than the dilator (i.e. The dilator could not be seen at the end of the sheath). Inspection of the dilator revealed that it was still in-tact and that the sheath had elongated upon removal. The patient condition was stable; claudicant. The estimated blood loss was less than 250cc's. The procedure was unable to be completed and was aborted. Post-sheath removal, a perforation was noted upon angiogram of radial artery. A long 2.0 mm balloon was inserted and inflated for a period of several minutes which tamponade and sealed the perforation.